Event description:
It was reported to philips that the heartstart mrx defibrillator showed an ECG problem message. There was no patient impact.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an ECG problem message. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.